Event description:
It was reported that during an unknown procedure, the clipper was unable to form the proper shape. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.